Event description:
It was reported that during a heavily calcified circumflex artery intervention the trek balloon dilatation catheter was taken to the lesion and inflated; however, per angiogram, there was no change to the lesion. It is possible that the balloon ruptured during inflation. Upon removal of the device from the anatomy, it was clear that the balloon had been inflated. There was no adverse sequela and no clinically significant delay in procedure. The procedure was successfully completed with another trek balloon dilatation catheter. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and the reported inflation difficulty was not confirmed. The balloon inflated to rated burst pressure with no anomalies. Based on visual and functional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.